Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this programmer would not turn on. The field representative had tried multiple cords and outlets, but the anomaly was not resolved. In addition, the programmer started to smell like it was burning plastic. The programmer is out of service. There was no patient involvement reported.